Event description:
Boston scientific received information that this patient had come in to the hospital feeling uncomfortable. Interrogating this pulse generator (pg) was not possible and no pacing pulse was observed on the electrocardiogram. A magnet was applied to the device and still no pacing pulse appeared. The physician suspected a depleted battery was the cause of the clinical observations. It was noted that this patient has not had the device checked since 2004. No adverse patient effects were reported. An explant procedure was scheduled.

Manufacturer narrative:
Upon analysis, this event will be updated.